Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The interconnect cable needs to be replaced. The service rep sent the cost information to the customer. No additional information was provided

Event description:
The customer reported that the stenoscop system would not produce x-rays. No pt injury was reported.